Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized as a result of her doctor programming the basal rates incorrectly. The customer was in really bad shape and could not walk. She stated that they want to put her in the intensive care unit because she was cramping, and they thought that the high glucose was affecting her heart. The customer was feeling better and she was already at home at the time of call. The blood glucose reading at time of admission was 400mg/dl. The caller also mentioned having a low blood pressure. The customer had chest x-ray and was treated with intravenous drip and manual injections. No further information was provided.